Event description:
It was reported that the pt underwent a catheter revision due to an inflammatory mass. The pt experienced increased spasticity and pain. The daily does of compounded baclofen 3000 mcg/ml and hydromorphone 40 mg/dl was increased; the dose increase did not relieve the symptoms. A CT myelogram was performed and revealed a granuloma. The distal portion of the catheter was replaced. The catheter was sent to the hosp for analysis. Final pt outcome was unk.

Manufacturer narrative:
Used for the catheter.